Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed that the front panel display touch screen was loose. There was a gap with the front panel bezel. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Calibrate touch screen check -upon powering on the cycler touch screen was not responsive and the records and menus could not be accessed. The touch screen was calibrated and the screen was still unresponsive which was due to the loose touch screen. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The drain times were within the time specifications for a liberty cycler. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The hp2 filter was clogged with fluid. The cause of the encountered fluid and dried fluid could not be determined. The two top of the 4 front panel assembly screws at the back of the display enclosure were tight. The two lower screws were loose with cracked front panel housings. Mushroom head check passed. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of flow related alarms. A review of the patient¿s treatment records identified that the patient drained 16,613 ml during cycle 2 of the treatment. This drain volume is 691% the patient's prescribed fill volume of 2400 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up with the patient¿s pd nurse it was verified that the patient did not have any adverse event, harm, or intervention due to the overfill event. The patient did receive a new cycler and is doing treatments without any further issues.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of flow related alarms. A review of the patient¿s treatment records identified that the patient drained 16,613 ml during cycle 2 of the treatment. This drain volume is 691% the patient's prescribed fill volume of 2400 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up with the patient¿s pd nurse it was verified that the patient did not have any adverse event, harm, or intervention due to the overfill event. The patient did receive a new cycler and is doing treatments without any further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.